Event description:
The manufacturer received information alleging the device failed to power on with the power cord connected and the ac power led did not turn on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's power supply was replaced to address the issue. The power supply was evaluated by the manufacturer's product investigation laboratory (pil) and upon further investigation and manipulating the ground shield on the power supply the tech verified that evidence of a thermal issue was noted with r71 of the power supply. Pil could determine electrical over-stress from the ic31 chip causing damage to r71 on the power supply as the cause for the complaint.